Manufacturer narrative:
Product event summary: no anomalies found with performances and values through automatic functional test by test console. Conductivity test was performed using a new battery with 15ma output, 80ppm rate and 500 ohm pacing load to confirm continuous operation for 13 days. Crack confirmed on the upper case and dial. Flex board, battery contact, battery flex, washer and o-ring were replaced as precautionary measure. Cracked upper case and dial, keypad, key panels and serial label were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached.

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient the customer was to change the battery, but noticed there was no pacing output. Then, the customer removed the battery and checked it using a tester, which showed that the battery power still remained. The epg was returned for servicing. Since the patient had an intrinsic pulse, the patient experienced no adverse effect. No patient complications have been reported as a result of this event.